Event description:
Per (B)(6), facility reported that they have a pt with a dual hickman and neither lumen reportedly has a blood return but both flush well. On (B)(6) 2015, facility contact called in again and reported that a dye study was done where they allegedly discovered a clot at the end. The device was reportedly removed and a port was placed instead. Pt is now on blood thinning medication.

Manufacturer narrative:
A lot history review (lhr) is not possible, as no manufacturing lot number has been provided by the complainant. The device has not been returned to the manufacturer, at this time for evaluation.